Event description:
Caller reported seeing 999 on the advantage system display screen, didn't notice "mgdl". Reported add'l blood glucose results of 207 mg/dl and 182 mg/dl within 10 minutes of the 999. The 999 was not found in memory, appeared to have been stored as 606 mg/dl. Reported no symptoms of adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.